Event description:
Per the healthcare provider, this pt's cochlear implant was positioned in a way that caused an extrusion risk. The device was explanted and a new one was implanted in 2005. The explanted device will not be returned for analysis.